Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery would not charge. The contact stated that the customer tried multiple cables, adapters and wall outlets; however, the pump still would not charge. The customer's blood glucose level was 181 mg/dl at the time of the report. The customer confirmed that an alternate method of insulin delivery was available.